Manufacturer narrative:
An event regarding osteolysis involving a restoration screw was reported. The event was confirmed through medical review. Device evaluation and results: visual inspection was performed as part of the material evaluation and indicated nothing remarkable to report. A material analysis has been performed. The report concluded: based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: indication for revision surgery was reported as pelvic discontinuity which is separation between superior and inferior segment of the acetabular bone. There are several patterns of separation but a central acetabular bone defect is usually the principle problem. The central acetabular bone area is already relatively thin under normal anatomic conditions but if acetabular bone loss problems emerge due to osteolysis, loosening, wear or other issues in or around the acetabular cup, the bone defect may become larger causing this bone area to become progressively weaker and thus susceptible to overload with a fatigue fracture as ultimate adverse outcome. No patient-related or device-related aspects are evident in this case, consistent with the type of problem and the known late sequels of previous causes of device failure. Does the review identify any procedural related factors that contributed to the event? Retained ceramic wear debris in and around the hip joint space after a ceramic bearing fracture with revision in (B)(6) 2016 to contribute to persistent third-body wear in the joint bearing. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar events for the reported lot, which is related to osteolysis for the same patient, therefore no further trending is required for this commonality. Conclusion: the investigation concluded that the event was caused by procedural factors. Retained ceramic wear debris in and around the hip joint space after a ceramic bearing fracture with revision in (B)(6) 2016 to contribute to persistent third-body wear in the joint bearing. The wear debris contributed to the patient¿s osteolysis which in turn instigated the bone defect to become larger, causing this bone area to become progressively weaker and thus susceptible to overload with a fatigue fracture as ultimate adverse outcome. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to pelvic discontinuity. Intra-operatively, a small pocket of black tissue was found. The surgeon is unsure of where the black tissue came from as the patient did not have any cocr devices since a 2018 revision (pi (B)(4)). The 64 g trident hemispherical shell with 5 screws, 44g liner, and 44mm biolox head with +4 sleeve were revised (there are no allegations against the liner or head). Updated on 20-nov-2019 by sr based on medical review osteolysis is evident around the trident shell. Loose cup with pelvic separation is reported.